Event description:
Customer reported to beckman coulter, inc. (Bec) that the beckman coulter au 680 clinical chemistry analyzer generated an erroneous high potassium result. Customer reported that the erroneous result was not reported out of the laboratory. Customer reported that there was leak from line 3 of the ion selective electrode (ise) module and the ise area was filled with liquid. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist (cts) troubleshot the leak issue with the customer via the telephone. Cts instructed the customer to check the drain pipe. Customer indicated the drain pipe was overflowing. Cts provided the customer instructions on how to clear the drain line. Cts instructed the customer to prime the ise module forty (40) times after the drain cleared, then recalibrate and run quality control. To date, customer has not reported on any further leak from the ise module.

Manufacturer narrative:
Evaluation results: waste drain.